Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. In addition, the customer reportedly used cold insulin to fill the cartridge. Customer technical support educated the customer on proper loading techniques. A supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to customer's blood glucose level.